Event description:
The pt was implanted with a left ventricular assist device (lvad). The vad coordinator reported that two days post implant, the pt was returned to the operating room (or) for bleeding. At that time, the pt¿s chest was left open in case of future bleeding. The pt had a wound in her upper right chest from a previous device implant from a different MFR that left an infected open wound. The pt returned to the operating room a few days later for chest closure. An echocardiogram (echo) was performed which indicated that the pt needed 11,000 rpm¿s to keep the aortic valve from opening. The pumps set speed was changed to 10,200 rpm¿s but the left ventricular was not able to unload blood. The hospital started to suspect pump obstruction and took the pt to the catheterization lab to administer streptokinase through the pump. The pt¿s care continued with in improvement. The pt started to deteriorate and the family decided to withdraw support and the pt expired.

Manufacturer narrative:
The MFR is attempting to acquire the explanted device for further eval. No further info is available at this time. A supplemental report will be submitted when the MFR¿s investigation is completed.